Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised joystick has intermittent operation going forward or backwards with reduced speed and no operation left to right.